Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this right ventricular lead. Further information noted that all reading have been between 47-52 ohms. There was inquiry if this could have been a skewed reading due to electromagnetic interference. No adverse patient effects were reported.

Manufacturer narrative:
The physician has elected to continue to monitor this issue.